Manufacturer narrative:
(B)(4). Batch # r57l1r. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage and with accessories present. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when "several of the staples didn't engage" were staples missing from the staple line (incomplete staple line)? Or were staples present but not in b-formation? If yes, please confirm the appearance of the staples (malformed, irregular, legs straight)? [(B)(4)].

Event description:
It was reported that during a hemorrhoidectomy, several of the staples didn't engage. The doctor used suture to complete the procedure. There were no patient consequences reported.